Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in pt for endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology at the time of implant are unk. It was reported that the pt had a type I endoleak resulting in aneurysm enlargement. The cause of the type I endoleak is unk. It was reported that the stent graft was explanted in 2004. No add'l sequelae were reported and the pt is reported to be fine. Medtronic has received the explanted stent graft and analysis is pending.